Event description:
Caller states she tested 3.4 inr on the coaguchek xs system and 2.53 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). The device was lost in the mail upon forwarding to the investigation unit. Device lost in the mail.